Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after 8 years, the implanted neurostimulator (ins) was "starting to fail". The patient notified their doctor about the device issue in (B)(6) 2020 and the ins was replaced in (B)(6) 2020. No symptoms reported.